Event description:
It was reported that the implantable neurostimulator (ins) was not functioning properly anymore. The patient was unable to switch from group a to group b as they normally would. The charging system also worked very poorly. Every time they placed the charger on the ins (located in their abdomen), a red light came on immediately and a sound is emitted. This issue had been ongoing for a few days now, and the patient could clearly feel and notice that something was wrong. They were unable to charge their ins normally because the system kept going off. Additionally, they must remain completely still in order to charge it. The patient also mentioned that the ins rotated, which sometimes made it difficult to establish proper contact between the ins and charger. Charging was nearly impossible, as the charger did not detect it. The hcp mentioned the patient has been to consultation and did not experience any problems with charging in the consultation room.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that since the implant was in the abdomen, there was possibly more room for movement, which may have contributed to the ins rotating. The root cause was not determined; possibly bad telemetry. They reset the recharger and reconnected the recharger to the patient programmer. After instructions were provided to advise the patient for optimal use, the complaint stopped.